Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges. Reportedly, the customer¿s blood glucose (bg) was ¿high¿ however, customer declined to provide an exact value; high bg addressed with manual injections.. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified (faulty vibe motor).